Manufacturer narrative:
The lithium reagent lot number was 83964601 with an expiration date of 30-sep-2026. The investigation is ongoing.

Event description:
There was an allegation of questionable lithium results from the cobas c 503 analytical unit. The initial result was 2.45 mmol/l, and the repeat result was 0.823 mmol/l. The questionable result was not reported outside of the laboratory.